Event description:
The physician attempted to gain access to the left atrium via a dual transeptal access with ultrasound guidance. On the second transeptal attempt, an unknown location was penetrated with the transeptal needle. The physician decided to continue and the second transeptal attempt was successful. When the dilator was removed, a clot was seen at the tip of the dilator, and the radiologist said that he could see some clot in the right atrium. The physicians decided to continue with the study. At this point, it was noticed that the pt's activated clotting time levels were below the "IFU" recommendations for right atrial use. Later, the activated clotting time dropped to 199 seconds and again it was noted that the activated clotting time level should be set higher. The physician decided to continue and the rest of the examination appeared to proceed without issue. About 1 hour later while the pt was recovering, symptoms of dysphagia and right sided numbness were displayed. The physician was unable to determine the cause of the stroke.